Event description:
The customer reports smoke was emitting from the device. No patient involvement.

Manufacturer narrative:
No patient involvement. Occupation of reporter is unknown. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The customer reported there was smoke emanating from the b20. A field engineer confirmed that the power supply unit was damaged, replaced it with a new power supply unit and the b20 worked normal. The defective part pictures showed the capacitor c5 next to the heat sink is seen bulged with no burnt components. The supplier (mean well) of the power supply provided feedback stating the defected capacitor was an electrolytic capacitor which is used for energy storage and filtering. The white smoke was formed by evaporation of the electrolyte when the electrolytic capacitor was broken. There are two possible causes for this: 1. Capacitor quality issue; 2. Input voltage is too high. For capacitor quality, the power supply unit had performed function test under 264vac power input and burn-in test under 230vac power input before shipment, which can sort the defect component, and checked the capacitor failure records of the series model. No capacitor failure record was found, thus no evidence to show it is a capacitor quality issue. For input voltage, the maximum input voltage of the power supply unit is 264v ac, and the voltage across the capacitor is the voltage after rectifier. The voltage across the capacitor=1.414*ac input voltage. The max voltage across the capacitor=1.414*264=373v. The capacitor max voltage rating is 400v, the voltage across the capacitor under the rated input voltage spec of the capacitor (400v). From the india service team feedback, india's power grid voltage is 230v 50hz and the power grid is unstable which may cause power fluctuation/surge. Root cause is undetermined, though most likely the input voltage was not stable when the customer used the device which caused the voltage across the capacitor to exceed the specifications, causing damage to the electrolytic capacitor. In the user manual 2053503-002, there is a caution that: before connecting power, check voltage and frequency ratings of equipment.